Event description:
It was reported that during a procedure at the user facility the core impaction drill was overheating. The procedure was completed successfully using back-up equipment with no delay, no medical intervention, and no adverse consequences reported.

Event description:
It was reported that during a procedure at the user facility, the core impaction drill was overheating. The procedure was completed successfully using back-up equipment with no delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
Updated event description with additional information received from the user facility.

Event description:
It was reported by the user facility that the core impaction drill was overheating.

Manufacturer narrative:
The failure for heat was confirmed through functional testing, disassembly, and visual inspection. Through visual inspection, the bearings were damaged.

Manufacturer narrative:
Attempts are being made to obtain additional information from the user facility.